Event description:
Wire unraveled during insertion and part of the wire was out of the vein while the other part was still in the vein. Required md to remove, md was able to remove without injury to patient.

Event description:
Equipment malfunction.